Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering enough insulin and had experienced high blood glucose. The customer¿s blood glucose value was 238 mg/dl and current blood glucose is 258 mg/dl. The customer treated with a bolus. The customer reports the following symptoms related to their high blood glucose such as little sick. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The insulin pump will not be returned for analysis.